Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is premature failure of arctic sun due to inadequate maintenance due to not following cleaning instructions leading to cross contamination. However, this cannot be confirmed. It was unknown if the device did meet specifications and whether the device was influenced by the reported failure. It was unknown if the device was in use on a patient. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "condenser: a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.

Event description:
It was reported that nurse have 2 arctic sun devices that need to be sent in for service. Alert says something about a dirty filter (B)(4), and alert 113 (reduced water temperature control, not cooling) (B)(4). Mis explained that they would need to start a requisition for their biomed department or call to have them pick up the devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse have 2 arctic sun devices that need to be sent in for service. Alert says something about a dirty filter (wo-00068549) (wo-00068550), and alert 113 (reduced water temperature control, not cooling) (wo-00068549) (wo-00068550). Mis explained that they would need to start a requisition for their biomed department or call to have them pick up the devices.